Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 14, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 14th november 2024, the user reported that the cgm system showed results that were different from glucometer measurements.the RMA was issued for further investigation of the sensor.however,the sensor was not received at senseonics by the closure of this complaint record.a review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion.this is indicative of hydrogel oxidation, and most likely contributed to the observed sensor inaccuracies.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 11 february 2025. G3. Date received by the manufacturer? 11 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.